Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced diabetic ketoacidosis (dka) and an elevated blood glucose (bg) level over 1000 mg/dl. Reportedly, the customer was not monitoring bg levels due to a failed non-tandem sensor. Customer attempted to deliver a bolus to resolve the high bg and was also admitted to the hospital where an insulin drip and fluids were provided. The customer was released from the hospital on (B)(6) 2019 with no permanent damage.